Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? No. When were needles "falls off" (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: it was outside the mouth. How many devices demonstrated the alleged deficiency? 3. Did the event occur during one or multiple patient procedures? 1. What is the total number of procedures? 3. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? No. Is the product available for return? Yes. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to complaints team). (B)(6). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown respiratory surgery on an unknown date and suture was used. During the procedure, distributor received 1 bx with 11 pcs return from end customer. Not all of them are affected by the issue, but several. Complaint: needle "falls off. No adverse patient consequences were reported. Additional information was requested.